Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2008 that a radial jaw 4 single-use biopsy forceps device was used during a procedure. According to the complainant, during the procedure when the device was pulled out of the scope, the head of the forceps device was completely bent. The procedure was successfully completed with another radial jaw 4 single-use biopsy forceps device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.